Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 493 mg/dl at the time of incident. The customer stated that the blood glucose reached 503 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother stated that the drive support cap appeared normal. The customer's mother performed plunger push and the insulin did exit. The customer's mother performed manual prime and the insulin pump alarmed no delivery. The customer's mother stated that they found that the cannula was bent. The customer's mother declined to check for setting issues. The customer's mother stated that they discarded the infusion set. The customer's mother declined to perform high pressure test. The insulin pump will not be returned for analysis.